Event description:
Crack on female luer lock causing blood to leak. Care team found the crack on the female luer of the filter and syringe adapter. This would lead to improper connection to a syringe and could lead to leaking blood and potentially not enough blood to transfuse to patient, which is only dispensed in specific amounts ordered per patient. The packaging for this specific product was not saved. The current stock lot number #717694 ref#03-960-33f. This lot number may not be the exact lot number for the defective product.